Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona posterior stabilized femoral, catalog#: 42500606601, lot#: 62483620. Persona stemmed tibial tray, catalog#: 42532007501, lot#: 62473779. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-ray images assessment performed for after primary surgery and before revision surgery. X-ray assessment could not provide explanation of pain. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per the packaging insert for the persona knee system; pain is considered to be known adverse effects of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised to address pain. Attempts have been made and no further information has been provided.